Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended, with obstruction noted over speaker holes on back of pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, removed and reconnected cartridge, and successfully resumed insulin after waiting as directed, and alarm did not recur; pump returned to normal operation and customer received additional guidance on preventing future altitude alarms.